Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. 10/05/2015.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(4) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after blood collection, a nicu nurse noticed plasma leakage after from a bd microtainer tube with bd microgard closure, pst amber, lithium heparin w/gel additive after centrifugation. Blood was leaking from the base of the microtainer tube. No serious injury or medical intervention reported.